Event description:
It was reported that the device leads had high impedance greater than 4000 and all electrodes were out of range. It was noted that there was a revision, the impedances were checked and the leads were replaced. The impedances were rechecked, were still out of range and greater than 4000, and the leads were ¿re-sited¿ again two more times. It was reported that the impedances reduced to greater than 800 but exact values were not specified. It was noted that a decision was made to leave the new leads in situ, connect to the implantable neurostimulator (ins), and see how the patient was post-operatively. It was reported that prior to replacing the leads, all attempts were made to resolve the out of range impedances by cleaning the header in the ins and also cleaning the leads where they connected to the header. It was noted that the ins was switched on post-operatively on 2013-(B)(6), the impedances were checked and they were now registering as 655 and within the normal range. It was reported that the implant was done to treat gastroparesis and the patient status was noted as no injury. Patient symptoms included less than 50 percent therapy relief at an unknown location. It was later reported that the patient did have a fall, but this did not lead to a lead fracture and the patient had been noticing a loss in efficacy prior to the fall.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# unknown, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 4351-35, serial# unknown, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the leads ((B)(4)) found no significant anomaly. The lead bodies were cut through and the products were segmented.

Manufacturer narrative:
Lead information has been updated. Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.